Manufacturer narrative:
Software 3.0b. On (B)(6), 2021 customer returned device for an alleged low bg and a17 or a21 alarm. Device received with all operating currents within specification ¿stop idle current, run current, self test, off no power¿. And passed functional testing including the rewind, a21 error test with basic occlusion test with occlusion test, with prime or a33 test, excessive no delivery test and displacement test. Device history download using thds was successful however, on (B)(6), 2021 there is no alarm in the event on reports noted.. The following were noted during visual inspection: cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap or reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device passed require testing. No unexpected a17 or a21 alarm anomalies noted. (Not confirmed). This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 50 mg/dl. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer stated that that the insulin pump had multiple pump error alarm. Customer stated they were able to clear the alarm and did not receive a request to rewind pump. Customer stated that insulin pump did passed the self test. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.